Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the balloon stayed inflated with 4 ml, despite the removal of 10ml and the impossibility to suck up more. Four ml have been removed from the balloon with strength. The customer further reports there was no injury to the patient as a result.

Manufacturer narrative:
There were no physical samples or pictures were submitted with this complaint report therefore we are unable to confirm the reported condition. A review of the device history record could not be conducted because a lot number was not provided. As no physical sample was received for this report; the root cause of the reported condition stated by the customer could not be determined. No formal investigation action is being taken because the multifunctional team cannot determine a root cause without a sample to evaluate. The complaint shall be reopened if a sample is received. If information is provided in the future, a supplemental report will be issued.